Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: trial lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient felt beat up yesterday after the procedure and it had been hurting them to void last week, yesterday, and today. It was noted the patient may have a uti and was on antibiotics. Their stool was looser than they expected. Additional information was received on (B)(6) 2017. The patient had blood in their urine yesterday and everything was fine on the day of the report; the patient was taking medication for it. Additional information was received one day later. The patient still had a uti. No further complications were reported/anticipated.